Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the gas delivery engine (gde) required replacement to resolve the reported issue. The unit has passed all testing and calibrations, and is working to manufacturer specifications.

Event description:
The customer reported while hooking up the avea ventilator to a patient, after a transport, the unit alarmed ¿not ventilating¿. The patient's oxygen level was desaturating, so the customer manually ventilated the patient while they replaced the ventilator.